Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was in the patient's bag and the pump touch screen became shattered and unreadable. Customer's blood glucose was between 54-500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.